Manufacturer narrative:
Device evaluation found the nozzle was clogged with foreign material . Due to clogging, flow issues noted on air/water supply feed. The reported issue of clogged nozzle was confirmed. Furthermore, the following defects were identified during device inspection: the angle wires found stretched due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wires noted stretched due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber has white-clouded area adhesive on a-rubber has a crack. Due to wear of coil wire, flexibility adjustment function does not work. Adhesive around objective lens noted peeled. Light guide (lg)lens has a crack. C-cover has a scratch. Connecting tube has a scratch. Due to adhesive peeling around objective lens, streak of flare appears in the image. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device nozzle was clogged (air/water flow issues from the air/water flow system). The issue found during an unknown event. Device evaluation found the nozzle was clogged with foreign material. This report is being submitted for clogged nozzle with foreign material (handling, insufficient cleaning issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5/h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and caused the clog. However, the cause of the material entering the device could not be specified. The nozzle was not reported to have been deformed but it was noted that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.